Manufacturer narrative:
An event of a piece of fabric or material attached to the device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted into a patient. On (B)(6) 2023, a transesophageal echocardiogram (tee) revealed a piece of fabric or material attached to the device. It was noted to be on the disc back to the septum. The patient was put on an oral anticoagulant. No patient symptoms. The patient is reported to be stable. 45 day follow up tee is planned.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted into a patient. On (B)(6) 2023, a transesophageal echocardiogram (tee) revealed a piece of fabric or material attached to the device. It was noted to be on the disc back to the septum. No treatment done. No patient symptoms. The patient is reported to be stable. 45 day follow up tee is planned.